Event description:
It was reported that error code152 lbo temperature out of range displayed. The customer was unable to clear the error that occurred and the case was rescheduled. There was no report of a patient injury; however, the manufacturer is filing this as device malfunction for non-completion of case.

Manufacturer narrative:
System analysis/service repair on june 6, 2014: the reported ¿error 152¿ issue was confirmed and it was determined that the issue was due to moisture damage. The resonator was replaced. The system was tested and verified to meet manufacturer¿s specifications. Product evaluation summary: the evaluation of the resonator showed dual lbos to be severely damaged due to moisture. The coupler lens was noted to be scratched. Both of the lbos, coupler lens, coupler holder and desiccant were replaced. The resonator was re-peaked and a new test report was completed.